Event description:
A malfunction alarm identified as malf 12 was reported, but there were no adverse impacts on the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur. Technical support advised the customer to monitor for any future issues and to call back if the malfunction alarm recurred.